Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level in 50 mg/dl range. Suspected cause was due to customer using two pumps at the same time. Customer consumed carbohydrates to address bg. Customer declined to provide further information for the issue.